Event description:
During a harmann procedure, the surgeon was dissecting with the robotic suction irrigator. The tip to the instrument came off inside the patient. The cavity was explored all pieces retrieved. X-ray done at the end of the case to confirm. Instrument and pieces were removed from sterile field.